Event description:
Patient sample is typing as ab positive in tube methodology (4+ with anti -a). But when tested in gel no reaction was noted with anti-a well. Customer states that no a1 lectin testing was performed. The a1 cell did not react with patient plasma when tested in tube or gel. There was no report of patient harm as a result of this event.